Event description:
This was a below the knee peripheral artery disease case. A 1.4 turbo elite laser catheter was advanced through the proximal portion of the lesion with success. A .9 elca was then utilized for a tighter area that the 1.4 te and a small 1.5 balloon would not cross. The lesion was tight and calcific, but nothing unusual was noted on the angiogram. The physician lasered for less than a minute with the elca catheter. As the catheter was retracted from the lesion, the laser catheter broke at the end. About 9 cm was left in the anterior tibial artery. Subsequently, the physician made multiple attempts with different snares and ultimately retrieved the distal portion of the catheter with a snare. After the catheter was retrieved, the lesion was ballooned. The final result was good with no complications to the patient.

Manufacturer narrative:
Catheter investigation summary: the visual inspection of the elca found the distal end of the catheter completely separated 2.9mm proximal to the port. There is slight heat damage at the break point -- all fibers cleanly broken -- it appears the laser was used after fiber breakage. To break all fibers in the same spot, the catheter was likely kinked. There does not appear to be a deficiency with the catheter. Damage may be due to the nature of the case and the lesion. For example, the catheter may have been kinked causing initial damage and then snagged on the lesion, causing the ultimate failure. The exact root cause is unknown. A review of the lot history record found no issues or nonconformances related to the event.